Event description:
It was reported that the upper portion of the ilet display appeared white, rendering on-screen information unreadable, and the user transitioned to an alternate pump while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no impact on blood glucose management, with a documented blood glucose value of 75 mg/dl during a clinic visit. Investigation included collection of device use information and coordination for product return. Investigation of this device revealed a display visibility malfunction of the ilet user interface, consistent with a hardware screen issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display hardware.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."